Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 20 days after two dental implants were installed in intraoral region #23 and #26, it was verified their non-osseointegration. The 35 ncm of primary stability was achieved and immediate load was performed. The patient presented insufficient bone quality/quantity (bone type IV).